Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Concomitant medical products: 800cc mentor memorygel breast implant ( catalog #:3508004bc , serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast reconstruction with a 800cc mentor memorygel breast implant and experienced postoperative left-sided rupture. The diagnosis was confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the condition of the suspected medical device, the revision surgery, and replacement devices. Upon explantation, the device was found to be completely ruptured and was unable to be sterilized at the user facility. Therefore, the device is not available for product evaluation. The patient underwent bilateral removal and replacement with two 800cc mentor memorygel breast implant prostheses (catalog #: 3508004bc, right serial #: (B)(6), left serial #: (B)(6). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-dec-2020, mentor received additional information regarding the date of event, diagnosis of left-sided rupture, and patient¿s symptoms. Initially, the date of event was reported as (B)(6) 2019. However, additional information indicated that the actual date of event was (B)(6) 2019. MRI performed on (B)(6) 2019 indicated the rupture. The patient experienced scar contracture, deformity, and asymmetry of the breasts. The relevant fields have been updated. Manufacture's reference number: (B)(4).

Manufacturer narrative:
On 12/03/19, mentor received additional information regarding the date of explantation. The patient is scheduled to undergo explantation on (B)(6) 2020. Manufacturer's reference number: (B)(4).